Manufacturer narrative:
The device was returned for evaluation. The evaluation determined the following: 1. In medfusion 3500 v4/v5 pumps, a sequence of events that may result in inappropriate delivery is (1) selecting "restart" vs. "Continue," then (2) selecting incorrect drug concentration units, (3) using the "back" key to return to the infusion settings, and finally (4) fails to confirm the settings prior to starting the infusion.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The evaluation determined the following: 1. In medfusion 3500 v4/v5 pumps, when both: (1) continuing an infusion session using an incorrect sequence of selections inconsistent with labeling, and (2) not verifying the resulting values per the instructions in the operator manual, a pump could potentially over-deliver or inappropriately delivery medication to a patient. 2. An incorrect key selection path following a pause in therapy can result in the user changing the concentration units or drug units without confirming values, thereby potentially bypassing the hard and soft controls of the pump and allowing for the inappropriately programmed values to remain. No alarm will occur in this scenario to alert the user to the error. 3. Smiths medical's internal investigation determined that the problem can only occur when attempting to resume a paused infusion session and cannot occur upon initiation of a new infusion.

Event description:
Information was received indicating that, while in use of the smiths medical medfusion pump, it was reported that the pump was "somehow programmed to deliver outside of the set guardrails." In addition, it was reported that the math that the pump was performing did not reflect what was programmed. Subsequently, the infusion was stopped, and "management of profound vasodilation" was performed. There were no further adverse effects reported.